Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366300, model: sc-2366-30, serial: (B)(4) and batch: 15696490.

Event description:
It was reported that the patient experienced an intermittent pinching sensation in the right lower back when the stimulation was on. Migration of the right cluneal lead was confirmed with imaging, and determined to be the cause of the patients' symptoms. The patient underwent a revision procedure in which both leads were replaced, and is doing well post operatively. The devices will not be returned for analysis as they were retained by the facility.